Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a recent surgery and was concerned their ICD was not turned back on following the procedure. Boston scientific technical services (ts) advised the patient to contact their physician to discover whether their ICD had been turned back on following the procedure. No adverse patient effects were reported.

Manufacturer narrative:
The local field representative has been contacted for additional information. At this time no additional information is available and records indicate this device remains in service. Should additional information become available this report will be updated.